Manufacturer narrative:
The cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a cerelink sensor (B)(6) was implanted and working appropriately. After returning from computed tomography (CT) scan the nurse plugged in the microsensor and zeroed the microsensor while it was in the head. The zero button for the microsensor in the cerelink monitor allowed zeroing even though the sensor was implanted. Due to the issue, the sensor was removed and replaced. The patient was discharged, and intracranial pressure (icp) measuring is no longer needed. Clinical questionnaire: monitor used and serial number: cerelink (B)(6). Sensor information: a. Kit used: (B)(6). D. Implant location: parenchyma. Was the integra/codman icp monitor connected to a patient monitor (yes/no): yes. A. If yes, provide patient monitor make & model: philips. Was the patient lead always connected (yes/no): yes. Description of the failure including: provider had placed a cerelink microsensor prior. The microsensor was zeroed and working appropriately. After returning from CT the nurse plugged in the microsensor and zeroed the microsensor while it was implanted. The zero button (for the microsensor) was made available even though it was implanted and pressure was being applied to the sensor by the icp.